Manufacturer narrative:
(B)(4). This complaint was for use error was confirmed. As per the complaint, patient had replaced all solution bags but reused the cassette while continuing therapy. The cause for use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of check lines and bags alarm on the home choice (hc) device during use. The home patient (hp) stated that she was concerned about the heater bag which looked like it was about to burst during dwell 4 of 5. The hp was connected to the hc and the hc alarmed check lines and bags alarm during refilling the heater. The hp replaced all bags and resumed therapy and then had the issue with the heater bag. The baxter technical representative (tsr) advised the hp that the bags should not be replaced during therapy. The tsr assisted with ending therapy early procedure and advised to contact the peritoneal dialysis registered nurse (pd rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.